Event description:
Procedure: lap chole. According to the reporter and additional information received: allegedly, the surgeon failed to properly secure the clips on the cystic artery to prevent bleeding, and the patient experienced pain and injury. In addition, the surgeon reported the patient experienced a leak when the cystic artery was clipped and felt the clips did not hold and form right. The patient was brought back to the operating room.

Manufacturer narrative:
(B)(4).